Event description:
It was reported that (2) devices was used during a resection. It was reported by the affiliate that the tcr75 reload did not fire. Another instrument was used to complete the case. There was no consequence to the pt.